Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The correct instrument-implant combination was used. Review of incoming information: during an implantation of revitan system after reaming and rasping the distal revitan part sank around 1 inch. The surgeon alleges that the implant is smaller than reamer. One x-ray a-p pelvis dated (B)(6) 2015 was received: it shows the pre-surgery situation with an implanted medullary nail and totally 4 screws holding together a complication femoral neck fracture. The left femur seems considerably thinner and weaker than the right one which indicates that the revision surgery was rather difficult. However no intraoperative x-rays are available. Devices analysis: the reamer, rasp and implant were returned for investigation. Visually, no conspicuousness and size mismatches can be detected. In addition, the size labels imprinted on the devices are correct. Root cause analysis: the alleged size differences of the implant compared to the trial stem and the reamer could not be confirmed: all implants have the correct dimensions which are 100% tested during final inspection. In addition, the visual examination did not reveal any conspicuousness and confirmed that the correct sizes were used. The left femur seems considerably thinner and weaker than the right one which indicates that the revision surgery was rather difficult. However, no intraoperative pictures and screenings to further recreate the reported event were received. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was planed to be implanted a revitan dist. Straight 14/140 on (B)(6) 2015. It was reported that the surgeon noticed that the distal part of the stem sank by 1 inch when inserted. It was further reported that the surgeon compared the distal implant with the revitan reamer and rasp and he commented that implant is small as compared to the reamer and trial rasp. The surgery was completed with an other device and 20 minutes delay.